Event description:
While doing a cerebral coiling procedure one of our micro-wires broke off into the pt. We were able to retrieve the broken piece of the wire out of the pt with a snare device without incident. Reviewed with special proc tech - device is not implantable, loose component was retrieved from pt during the procedure. Reviewed case with radiologist involved. Distal end of micro wire assembly broke free of device. Fragment was recovered and removed from pt. Procedure was continued and completed without further event. Radiologist could not identify how or when the wire detached.